Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for an ablation treatment. Upon interrogation, the pulse generator exhibited a diagnostics anomaly; the device showed an alert for elective replacement indicator and end of service. It was noted that the patient had been defibrillated on (B)(6) 2016. After software download, the alert cleared and normal device function resumed. There were no adverse consequences to the patient.